Event description:
(B)(4) trial. It was reported that subsequent to a stenting treatment procedure a stent occlusion occurred. The patient presented with class 2 stable angina in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 70% stenosed target lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 4.00 mm and a lesion length of 20 mm. The lesion was predilated with an unspecified balloon and 3.50x20 mm taxus element stent was deployed, resulting in 0% residual stenosis. In (B)(6) 2012, the patient returned for treatment of the disease in the left anterior descending (lad) artery. During the advancement of an unspecified catheter a spiral dissection occurred of the left main system and extending into the mid left circumflex (lcx) and lad. The physician was unable to fully revascularize secondary to the dissection. The patient was transferred to another hospital for coronary artery bypass grafts to the mid lad, first diagonal artery, first obtuse marginal artery and rca to posterior descending artery. It was noted that the patient had a "peri-arrest" state pre-bypass as a result of sudden occlusion of the taxus element stent in the rca. The patient recovery required "inotropic and balloon support for the first few days, developed a lower respiratory tract infection which was treated with IV antibiotics and a superficial wound infection which was treated with oral flucloxacillin." The patient was discharged approximately (B)(6) days later, on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).